Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to not recognizing an open door. Service evaluation verified the device did not recognize an open door. The cause was identified to be a stuck upper latch switch. Grease was applied to the upper latch switch to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device did not recognize an open door. There was no patient involvement. No additional information is available.